Event description:
Adverse event(s): no pt impact reported (no consequences or impact to pt). Product problem(s): "touchscreen froze" (no display or display failure). A nurse reported the touchscreen froze during the case. The system was rebooted and the case was completed. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. (B)(4).